Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no indication of a lot specific product quality issue. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. It is likely that procedural conditions influenced the reported difficulties. The cause of the recurrent mr was thought to be related to the distorted geometry of the valve due to the twisted clip and a new chordal rupture was also suspected as a potential cause by the physician. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the twisted first mitraclip, recurrent mitral regurgitation, and suspected chordal rupture. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Imaging was a challenge because this was the hospital's first mitraclip case. One mitraclip xtr was implanted reducing mr grade to 1. On (B)(6) 2019 a second mitraclip procedure was performed for recurrent mr grade 4. The first xtr clip was on both leaflets, but the angle of the clip appeared twisted on the valve, which is not how the clip appeared on (B)(6) 2018. The cause of the recurrent mr was thought to be related to the distorted geometry of the valve due to the twisted clip and a new chordal rupture was also suspected by the physician as a potential cause. On (B)(6) 2019, imaging was a challenge because there was calcium under the posterior leaflet. A mitraclip ntr was inserted, but was unable to grasp the leaflet because the flail segment was too large. The ntr was removed and a new mitraclip xtr was implanted, but mr was unchanged at grade 4. Although mr was not reduced, the patient's hemodynamics were noted to improve with the new xtr clip. No additional information was provided.